Manufacturer narrative:
Based upon the generation of erroneous results, the customer attempted to reboot the instrument. The instrument would not return to normal production state. A field service engineer was dispatched. The instrument software was upgraded. Although modifications were made to the instrument prior to returning it into service, a definite root cause of the event has not been determined to date. - attachment: [patient results(MDR#2050012-2011-02390).pdf]

Event description:
The customer reported that on 06/04/2011 an erroneously low total protein (tp) result was generated on a unicel dxc 600 synchron system for one patient sample. A repeat test on the same instrument corroborated the initial, erroneous test result. The repeat test result was reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent retests of the same sample on the same instrument, as well as a different instrument, generated higher results that were considered valid. A corrected report was issued. 5. Quality control results were within customer's established ranges before this event. 6. The customer did not provide any sample preparation or handling information.